Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications. Analysis did identify an unrelated issue during testing. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while being physically active. Upon review the shock was due to atrial fibrillation (af). The patient was given fluids and the rhythm broke on its own. It was noted that af is new to this patient's history, thus the patient was educated. The s-ICD was explanted for reported normal battery depletion over two years later with no further allegations and returned for analysis. Upon receipt, laboratory analysis did identify an unrelated performance issue.